Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device chuck, jaw and chuck broken. It was also noted that the device failed pre-test for check function of the tool coupling and check the drill check. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment had an unspecified malfunction. It was not reported if there were any delays in the surgical procedure due to the event. It was reported that a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.